Manufacturer narrative:
(B)(4). Event date unknown. Unknown shell - unknown part and lot. Unknown stem - unknown part and lot. Therapy date unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is being considered for a revision on an unknown date for an unknown reason. The surgeon drained fluid from the patients hip and is unsure of the cause. X-rays show the cup to be well fixed and it is being planned to exchange only the head component. Attempts have been made and additional information on the reported event is unavailable at this time.